Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe did not cut during a procedure. The condition of actuating and aspiration was unknown. The probe was exchanged and the procedure was completed with no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
The returned probe was visually examined and deemed nonconforming. The needle is broken just above the stiffener and is almost to the state of being broken off. Actuation and aspiration testing was performed and deemed nonconforming. There was no actuation or aspiration observed. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were (B)(4) other complaints for the reported issue. The root cause can be attributed to the broken needle shaft. The probe needle can be damaged easily, so any heavy shear pressure can result in the needle bending or cracking. This broken condition does not point to a manufacturing issue, but to a handling issue by the end user. (B)(4).